Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2472, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. The consumer was sent home after insertion but returned on the same night in severe pain. A computerized tomogram revealed she was bleeding internally. She had to receive a blood transfusion after emergency surgery where it was discovered her uterus was punctured by the device. She stated that her menstrual cycle cramps were comparable to the pain of contractions, her sex drive was non-existent and when they did make love her husband would feel stabbing from the devices. She was in constant pain and unable to function as she should be able to. Husband case: (B)(4). Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and in the same night of placement procedure returned with severe pain. Then, a computerized tomogram revealed she was bleeding internally. She had to receive a blood transfusion after emergency surgery where it was discovered her uterus was punctured by the device. This event, seen as uterine perforation post procedural, is serious due to medical importance and listed in the reference safety information for essure. The close temporal relationship between insertion and the diagnosis of the perforation, in the present case, may suggest that the perforation had occurred in association with insertion. Therefore, a causal relationship with essure use cannot be excluded. As an intervention was required (emergency surgery) this case is regarded as incident. Additionally non-serious events were informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.